Event description:
It was reported by the patient¿s sibling that the patient received therapy from the device and has been walking around like a drunken person. The patient has felt weak since receiving the therapy. Follow-up was conducted to the clinic, but it did not yield any additional relevant information. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 4470 competitor implantable pacing lead (B)(6) 2008; 694765 implantable tachy lead (B)(6) 2008. (B)(4).